Manufacturer narrative:
Product analysis the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to wavelet detection. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks due to right ventricular (rv) lead noise on the wavelet which caused the implantable cardioverter defibrillator (ICD) to inappropriately detect ventricular tachycardia (vt). As well, there was one non-sustained ventricular tachycardia episode. The lead was reprogrammed and remains in use. No intervention was performed on the device. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks due to right ventricular (rv) lead noise on the wavelet which caused the implantable cardioverter defibrillator (ICD) to inappropriately detect ventricular tachycardia (vt). As well, there was one non-sustained ventricular tachycardia episode. The lead was reprogrammed and remains in use. No intervention was performed on the device. The device is still in use. No further patient complications have been reported as a result of this event.